Event description:
On (B) (6), 2009, the lay user/pt contacted lifescan alleging that the one touch ultra meter displayed an error 1 message. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said, the issue started on (B) (6). The pt said that a few minutes before the issue started she was sweating and sweating and had blurry vision. The pt denied receiving any treatment. This complaint is being reported because, the issue was not resolved with troubleshooting. The product did not cause or contribute to a serious injury because, the pt's symptoms started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.